Manufacturer narrative:
Additional information was received that the physician suspected device malfunction. There will be no further course of action. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was charging more frequently the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was charging more frequently the ipg. The patient will undergo an ipg replacement procedure.